Manufacturer narrative:
It was reported that the events occurred in (B)(6) 2020. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors leaked from an unspecified location prior to patient use. The devices were filled with fluorouracil. There was no patient involvement.

Manufacturer narrative:
H10: one (1) actual device was received for evaluation. A visual inspection performed using the naked eye found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened red luer (non-baxter) cap. Functional testing was performed by filling the device with green colored water. After fill and prime, the red luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The device was found to be conforming product. The reported condition was not verified for the returned sample during functional testing.the remaining two (2) samples were not returned, therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.